Event description:
It was reported during a laparoscopic hernia repair an ems stapler jammed several times. The staple would form inside the distal tip of the instrument but would not "kick off", leaving the formed staple inside the housing. The next staple would advance forward and jam the instrument. 07/18/1997 rep stated new ems stapler was opened and case completed without incident.

Manufacturer narrative:
The product complaint analysis team has completed its investigation. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: head rotates, and trigger engaged with precock, yes; nose shroud cracked/broken, no; staples in nose, yes(2inverted); and staples in the track, yes(21). Functional tests & results: cycled instrument, yes. Analysis conclusion: based upon the inquiry info, visual examination and functional test, it was concluded that the rpt'd instrument "would not kick off" was due to two(2) inverted staples. An inverted staple can cause the following staples to not release when fired. No conclusion could be reached as to how the staples had become inverted. Co reviews each incident as it occurs in an effort to continuously improve co's products.